Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unknown lcp construct/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: kumar & anshuman (2023), evaluation of the functional outcome of surgical management of fractures of both bone forearms in adults using a locking compression plate (lcp): a prospective study, journal of cardiovascular disease research vol.14 (12), pages 135-139 (india). The study was conducted to evaluate the functional outcome of patients with fractures of both bones in the forearm using open reduction and internal fixation with locking compression plates, duration of fracture union, range of motion with locking compression plates, and the complications of locking compression plates. During the study, a total of 60 patients (39 male and 21 female) with a mean age of 34.5 years were included in the study. All patients presented with fractures of both bones of the forearm and underwent surgical intervention with a 3.5 mm locking compression plate (lcp) after initial preoperative investigations and a preoperative check-up. Follow up was done every month up to 6 months. The following complications were reported as follows: - 5 patients had superficial infection; - 1 patient had failure of union which required re-osteosynthesis with bone grafting. This report is for an unknown synthes lcp construct for (B)(4).